Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. However, the device issue was not able to be duplicated, so the original complaint issue was not able to be confirmed.

Event description:
Dealer states the unit has a broken display.

Manufacturer narrative:
Product has not been returned for evaluation as of the date of this investigation. No RMA was issued. If new information becomes available at a later date, this complaint will be updated &/or a follow up be sent.

Event description:
Dealer states the unit has a broken display.